Event description:
Perigraft liquid was observed near skin surface approximately a week after graft implantation. Note that the graft was implanted for axillobifemoral reconstruction in subcutaneous (extra-anatomical) position.